Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported during a da vinci-assisted sigmoid colectomy procedure, the surgeon experienced a lack of lateral instrument strength (perpendicular to the insertion axis) with the round tooth retractor instrument. The surgeon explained that the issue was not a lack of grip strength but instead a limited motion of the retraction due to the weight of the anatomical structures. As a result of the alleged instrument issue, the customer elected to convert the case to open surgery.